Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic. Prior examination of the right ventricular (rv) lead revealed that the rv lead had exhibited noise. No over-sensing was reported. During the attempted surgical revision, the rv lead was unable to be removed, and was replaced during the procedure on an unknown date. The patient was stable throughout and no patient symptoms were reported.